Event description:
The customer states that while running the axsym plus analyzer, error code 5080 (sensor initialization failure, pressure monitoring) occurred. The customer then noticed a "hot smell" and saw visible smoke coming from the analyzer. The customer powered off the analyzer and unplugged it from the power outlet. The customer is requesting a service call. There are no reports of injury or damage to the surrounding lab environment. There is no reported impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No patient involvement. Smoking.

Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site and inspected the axsym plus analyzer and found that the sampling probe installed on the analyzer was obstructed. The fsr saw no signs of leakage or signs of damage in the axsym plus analyzer, the sampling probe, the pressure monitor sensor, or the sampling syringe area. The fsr styletted, flushed and cleaned the sampling probe. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The axsym system operations manual, list no. 09a26-06, contains information to address the customer's current issue. Based on the available information and this evaluation, no deficiency was identified for the axsym plus analyzer list number 07a83-03, or the axsym probe list no. 09a59-01 for the issue under evaluation.